Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: at the end of the tavi/tvar, the operator inserts the sheath with the introducer. The doctor took out the introducer, when he tried to put the manta into the sheath, he felt resistance and the manta did not get into the sheath. Manta's entry was from a common femoral artery. Component involved: guidewire .035" and measurement of 18f manta. Clinical consequences: the incident caused delay in treatment with no harm/complications to the patient. Another attempt was made with new manta, and it was successful. Additional information received on 19jan2022: there were no issues with advancing or withdrawing procedure sheaths during the tavr case. There was no buckling or bending of the bypass tube when it met severe resistance advancing into the manta sheath. The first manta sheath was removed otw, and a new sheath was placed for the second manta deployment. Current patient condition is reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR was reviewed and indicated that during lot release, a single device exhibited a failure of the collagen deployment specification. No other non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance advancing the bypass tube into the sheath hub. The manta 18f ce device and sheath were removed off the guidewire and a new 18f ce manta device and sheath were deployed successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.